Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler and coming from the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 4 of 4 of treatment 3 times prior to the leak. Fluid was discovered on blank circles in the pump module area, but not on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler until the next day's treatment and follow up with their peritoneal dialysis nurse (pdrn). The patient reported the following day that she had left the door open to dry overnight and closed it when the cycler instructed her to close door then opened the door and noticed fluid still in door area. Technical support advised the patient to dry excess moisture and setup cycler as normal. Upon follow up, the pdrn confirmed the reported event. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The pdrn confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler and coming from the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 4 of 4 of treatment 3 times prior to the leak. Fluid was discovered on blank circles in the pump module area, but not on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler until the next day's treatment and follow up with their peritoneal dialysis nurse (pdrn). The patient reported the following day that she had left the door open to dry overnight and closed it when the cycler instructed her to close door then opened the door and noticed fluid still in door area. Technical support advised the patient to dry excess moisture and setup cycler as normal. Upon follow up, the pdrn confirmed the reported event. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The pdrn confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.